Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device did not pass the labeled longevity requirements. Review of the device memory indicated the device was programmed in dual atrial/ventricular pacing and sensing mode, and the atrial chamber was sensing 99% of the time. Review of the sensed rates noted high prolonged atrial rates, and historical data has proven that these chronic high atrial rates reduce longevity in devices that are programmed ddd(r) with atrial sensing on. The device power consumption increases, proportional to the additional processing for sensed atrial events, however the longevity calculator does not account for this increased power.

Event description:
It was reported that this device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.